Manufacturer narrative:
This supplemental report is being submitted to correct initial report. The initial report reported that the subject device was not returned to omsc for evaluation. But the subject device had been returned to olympus europa se & co. Kg (oekg), therefore ¿d9¿, ¿h3¿, ¿h6¿ and ¿h10¿ was corrected. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. The procedure was ¿unspecified¿ in the b6 section of the initial report, but the procedure was ¿colonoscopy¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the initial report of MFR # 8010047-2020-06230. The user facility replaced the subject device during the intended procedure, and the procedure was completed using similar device. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus keymed there was the possibility that the reported phenomenon was attributed to the mishandling by the user facility. Furthermore, since the deformation of the instrument channel was confirmed, it is possible that the reported phenomenon occurred because the endo therapy accessories including the clip was easily caught.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device, the user found that the clip used on the previous procedure had been stuck in the channel of the subject device. The user completed the procedure without any problem. The user removed the stuck clip from the subject device after the procedure during the reprocessing. There was the possibility that after the previous procedure the subject device was not reprocessed appropriately due to the stuck of the clip. There was no report of patient injury associated with this event.